Event description:
It was reported that the patient experienced st elevation and cardiac arrest towards the end of the procedure. Pfa procedure was completed smoothly, the patient was only slightly hypotensive. After the last application in the right inferior pulmonary vein (ripv), a relevant st elevation appeared and, shortly after, the patient was in cardiac arrest. Cardiac massage was promptly initiated and a coronarography was performed, showing generalized reduced size of the coronaries and an undiagnosed coronary artery disease, but no signs of obstruction anywhere. Nitrates were administered. The patient has fully recovered. The device was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because insert reason (device was discarded, etc.). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation, cardiac arrest, hypotension and vasospasm is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of st segment elevation, cardiac arrest, hypotension and vasospasm are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of st segment elevation, cardiac arrest, hypotension and vasospasm are a known inherent risk of the farawave device. St segment elevation, cardiac arrest, hypotension and vasospasm are an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced st elevation and cardiac arrest towards the end of the procedure. Pfa procedure was completed smoothly, the patient was only slightly hypotensive. After the last application in the right inferior pulmonary vein (ripv), a relevant st elevation appeared and, shortly after, the patient was in cardiac arrest. Cardiac massage was promptly initiated and a coronarography was performed, showing generalized reduced size of the coronaries and an undiagnosed coronary artery disease, but no signs of obstruction anywhere. Nitrates were administered. The patient has fully recovered. The device was disposed.